Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: broken crease sharp on radius, stress marks in the shell and crease fold. Based on the device analysis the final assessment is a broken crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.